Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 340-370 mg/dl. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged pump housing issue was verified, but the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified. The failure investigation has been completed. Based on the analysis, the alleged pump housing issue was verified, but the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified.